Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the adapter was broken. Visual inspection noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. The reload was noted to be clamped and the I-beam was advanced. The proximal end of the reload was lodged in the returned adapter. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the clamp test could not be performed. The reload also could not be taken off the adapter. Another reload and adapter were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the proximal end of the reload adapter was broken and lodged in the adapter.